Event description:
Iba reference: (B)(4). Description of the event: on november 17, 2023, iba was made aware that during a patient quality assurance (qa), the customer noticed a beam obstruction. On november 9th, 2023, the customer had already observed a slight beam obstruction during a patient quality assurance, however it was not reported to iba at that time because the customer believed there was an issue with their quality assurance setup. The investigation of this issue revealed the light field mirror frame had extended too far and was obstructing the beam. The light field mirror was inspected and it showed that the light field mirror frame hard stop lock nuts were loose and allowed the hard stops to physically shift which allowed the frame to migrate into the beam path. The obstruction could only be observed when delivering a very large field and extending the snout around 25-30cm. Under these conditions, the mirror frame barely touched the upper portion of the large field area. Impact of the event: the light field device was verified on september 1st, 2023. There was no obstruction of the beam that was detected at that time. Nevertheless, between (B)(6) 2023, some patient treatments may have been impacted by this issue, if very large fields were prescribed. According to the analysis performed by the customer, one patient had clinical impact. Iba is waiting for further information to quantify the impact of the issue on the dose distribution for this impacted patient. Immediate action: iba site team removed the light field mirror frame assembly from the nozzle, adjusted the hard stops which had backed out per assembly drawing specifications and tightened the lock nuts. Then, the light field mirror frame assembly was put back in place into the nozzle and verified to ensure there was no obstruction at any snout position. In addition, the hardware affixing the hard stops was installed with an application of loctite to prevent loosening. Iba's investigation is ongoing to determine the actual impact of the event and the root cause of the mechanical failure of the light field mirror. A supplemental report will be submitted once the investigation has been completed. Update on may 2, 2024: impact of the event: regarding the quantified impact of the issue on the dose distribution for the impacted patient, the customer's medical physics department determined that assuming the worst case scenario, all the fractions of the impacted patient were delivered with the partial beam obstruction. The customer determined that less than 5% of the patient clinical target volume was underdosed. Investigation of the event: regarding the investigation of the root cause, iba confirmed that the issue is due to the light field mirror frame hard stop lock nuts that were untighted. This looseness permitted the hard stops to move, which caused the frame to slightly intrude into the path of the beam. Iba evaluated that the probability of a serious injury induced by untighted light field mirror frame hard stop lock nuts is remote. Short-term action: iba will carry out an inspection of the light field mirror in all impacted sites to verify that the hard stop lock nuts were correctly tightened and adjust them, if necessary. Long-term action: iba will update the preventive maintenance on the light field mirror to add a visual inspection of the hard stop lock nuts and to apply loctite on them to prevent loosening. Subject to the customer's agreement, iba will also remove the light field mirror on the sites where the customer is not using this system.

Event description:
Iba reference: (B)(4). Description of the event: on (B)(6) 2023, iba was made aware that during a patient quality assurance (qa), the customer noticed a beam obstruction. On (B)(6) 2023, the customer had already observed a slight beam obstruction during a patient quality assurance, however it was not reported to iba at that time because the customer believed there was an issue with their quality assurance setup. The investigation of this issue revealed the light field mirror frame had extended too far and was obstructing the beam. The light field mirror was inspected and it showed that the light field mirror frame hard stop lock nuts were loose and allowed the hard stops to physically shift which allowed the frame to migrate into the beam path. The obstruction could only be observed when delivering a very large field and extending the snout around 25-30cm. Under these conditions, the mirror frame barely touched the upper portion of the large field area. Impact of the event: the light field device was verified on (B)(6) 2023. There was no obstruction of the beam that was detected at that time. Nevertheless, between september 1st and (B)(6) 2023, some patient treatments may have been impacted by this issue, if very large fields were prescribed. According to the analysis performed by the customer, one patient had clinical impact. Iba is waiting for further information to quantify the impact of the issue on the dose distribution for this impacted patient. Immediate action: iba site team removed the light field mirror frame assembly from the nozzle, adjusted the hard stops which had backed out per assembly drawing specifications and tightened the lock nuts. Then, the light field mirror frame assembly was put back in place into the nozzle and verified to ensure there was no obstruction at any snout position. In addition, the hardware affixing the hard stops was installed with an application of loctite to prevent loosening. Iba's investigation is ongoing to determine the actual impact of the event and the root cause of the mechanical failure of the light field mirror. A supplemental report will be submitted once the investigation has been completed.